Event description:
It was stated that the customer was at her endocrine ctr and was experiencing his blood glucose levels. The reported blood glucose reading was 487 mg/dl. It was also stated that the buttons on the insulin pump were not responding. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
The buttons responded properly. However, there was corrosion on the button keypad. The insulin pump passed the displacement, occlusion and excessive no delivery tests.